Manufacturer narrative:
The device was returned to olympus for inspection. The customer reported contact was not good; the panel light does not illuminate was confirmed. Based on the results of the investigation, the screen became noised was due to contact of the scope socket was not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The xenon light source was returned to the service center with a report of contact was not good; the panel light does not illuminate. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the screen became noised was found. There was no patient involvement.